Manufacturer narrative:
(B)(4). Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and presented on (B)(6) 2021 with a vertical striae over visual axis (flap dislocated termporal) in left eye. A flap lift and rinse was done. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurry vision and irritation in left eye more than in right eye. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2021. Right eye pre-op 20/20-4.75 x -1.00 x 89, left eye pre-op 20/20-4.50 x -1.25 x 99. Bcva from (B)(6) 2021. Right eye post-op 20/20, left eye post-op 20/20.